Event description:
It was reported that the foley catheter was installed and it was filled with 10 cc of water on (B)(6) 2021. Stated that the balloon burst on (B)(6) 2021 and the patient experienced sharp pain, so had to go to the emergency room. Per follow up on (B)(6) 2021, the customer noted that the balloon deflated, causing the catheter to come out on its own. The customer noted that no burst or missing pieces were observed in the balloon. No medical intervention was provided at the emergency room, the catheter was only replaced. The catheter was discarded at the emergency room.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Store catheters at room temperature away from direct exposure to light, preferably in the original box.. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package opened or damage. Recommended inflation capacities: 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was installed on (B)(6) 2021 and it was filled with 10 cc of water. Later, the balloon got burst on (B)(6) 2021 and patient experienced sharp pain and went to the emergency room. No medical intervention was reported.